Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.0/2.0/071 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a same model, size and similar power lens due to lens tear during injection/delivery into the eye. The replacement lens resolved the problem.